Event description:
It was reported that telemetry with the device was lost during the replacement procedure for normal battery depletion, and there was intermittent pacing. External pacing was necessary for a period of time. It was also noted that the patient received unipolar diathermy (30 watt). The device was explanted and replaced. No patient complications were reported as a result of this event, and the patient status was reported to be ok following the replacement procedure.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) normal battery depletion. The telemetry problem was due to the device being in a reset condition. It needed an automatic guided restore to reset the device, possibly as a result of diathermy used during explant.